Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
A technician reported a patient with moderate photophobia approximately three months following lasik treatment. The patient reported she needs hats and sun glasses while outside due to sensitivity to light. The topical steroids were increased. The patient will contact the facility if symptom persist, there is no current follow up scheduled. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.